Manufacturer narrative:
Root cause use error: per tandem user guide: "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 543 mg/dl. Suspected cause was due to the customer¿s pump time settings requiring adjustments. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.